Event description:
The mitek rep is stating that during a sad case the surgeon inadvertently touched an active vapr lds electrode with a "spinal needle" while in the body. They are claiming that a current ran up the needle and burnt the pt's skin around the needle, some of this report is unclear-have questions out to the rep for clarity.